Manufacturer narrative:
(B)(4). Physio- control evaluated the device and verified the reported lock up failure. Physio replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined the cause of the failure to be a temperature sensitive ic chip, designator u2.

Event description:
It was reported that the device would power on but fail to complete the boot up process and lock up. There was no patient use associated with the event.